Event description:
It was reported that remote transmissions showed that there was a lead integrity warning due to 189 right ventricular (rv) lead short interval counts (sic) and twave oversensing. It was also reported that there was a high rv threshold. The rv lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d204drm implantable defibrillator (B)(6) 2012 5076 implantable pacing lead (B)(6) 2012. (B)(4).